Event description:
Additional information was received that the event was resolved by reprogramming.

Event description:
During a remote follow-up, episodes of noise which resulted in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Additionally, far-field r-wave oversensing, decreased pacing impedance and decreased sensing. No intervention has been performed at this time. The patient was stable and will continue to be monitored.